Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the battery was low and that the patient was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap was observed to be stripped and spinning in the battery compartment but able to be tightened adequately to perform the 24 hour test with no power loss or rebooting issues observed. The black box revealed evidence of three power reset events on (B)(6) 2007. Product analysis was unable to duplicate the power complaint. The pump was opened for further investigation and no internal issues related to the initial complaint were found.